Manufacturer narrative:
Findings: pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack on reservoir compartment.